Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death); conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Patient has a history of hypertension and dyslipidemia. Index procedure was prompted by stable angina. During index procedure, the patient had one endeavor sprint drug-eluting stent implanted to the lad. Approximately 24 months post index procedure, patient death occurred. Cause of death was heart failure. Investigator indicated that the reported event was not related to the study device.